Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No issues were found in the event history log. Visual evaluation found, inter alia, a damaged dso seal. The investigation determined the primary problem was a defective pwa. Accuracy test was performed, and test passed (+1,664%). The damaged dso seal and defective pwa were replaced.

Event description:
One device was returned for repair. The customer did not complain about any problems. Analysis found, inter alia, a damaged downstream occlusion (dso) seal and defective printed wire assembly (pwa).